Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The 90% stenosed lesion in the mildly tortuous, mildly calcified proximal 1st diagonal (dx) was predilated with a 2.5x15mm maverick2 balloon. The physician first placed a 2.5x20mm stent to the distal side and went in to place a taxus express2 2.75x32mm drug eluting stent proximal to the first stent but was unable cross the lesion. As the physician attempted to remove the stent delivery system, the stent became hung up on the previously placed stent and came off of the balloon. The physician was able to successfully snare the dislodged stent and remove it. No patient complications occurred. Patient status is satisfactory.